Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected motor error alarm noted and the motor was tested outside of the device and passed.

Event description:
The customer reported via phone call that the insulin pump kept alarming no delivery. Several boluses failed. The insulin pump then alarmed motor error during basal. Customer's blood glucose level was 208 mg/dl. The customer was unable to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.